Event description:
It was reported that the patient became unwell and presented to the hospital. The device was operating at 30 beats per minute; however, the device setting was ddd60/120 paces per minute. The medical engineer increased the outputs from 2 volts to 3 volts which helped the patient¿s heart rate return to normal. The physician stated that the right ventricular (rv) lead thresholds had probably increased and the outputs on the rv lead were increased to 3.5 volts and ventricular capture management was changed from adaptive to monitor. The patient was admitted to the hospital pending another device check. The device remains in use.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 5054-52 lead implanted: 2003-(B)(6). (B)(4).